Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens in the patient's right eye (od) on (B) (6) 2009. The lens was explanted on (B) (6) 2010. The patient experienced shallowing of the anterior chamber. The lens was exchanged for a longer lens.

Manufacturer narrative:
(B) (4). (B) (4).